Event description:
During removal of sensor, the catheter snapped off leaving portion inside pt's skull. Did not show up on x-ray. Visual, non-invasive exploration done.

Manufacturer narrative:
Attempts to contact customer for return of this device have been unsuccessful. The device has not been returned to co for eval, and co must conclude at this time that the unit is unavailable.